Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) delivered inappropriately intermittent shocks to the patient. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.